Event description:
It was reported that the pump battery could not be charged. Customer experienced an elevated blood glucose (bg) level with large ketones. Customer's continuous glucose monitor read high; however, a bg value was not provided. Customer administered manual insulin injections to address elevated blood glucose level. Reportedly, the customer reverted to an alternate tandem insulin pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.